Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a vertical gas breakthrough (vgb) during a lasik flap creation towards the inferior (opposite the hinge) end of the flap of the patient's left eye. The surgeon chose to send the patient home and did not attempt to lift the flap. According to the surgeon the patient did not have any previous scars that might have contributed to this event happening.

Manufacturer narrative:
The system history review shows that the laser was verified successfully prior to and after the date of treatment. Log file review shows all laser system functions were within specifications for the respective treatment day. According to the treatment report, a vertical gas breakthrough (vgb) has occurred around the inferior area. Vgb is known to appear in thin cuts more often when compared to thick flaps. According to the treatment report, the desired flap thickness was 110m. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factor: fluid and corneal lacrimation might have built a fluid layer, reducing the flap thickness. The manufacturer internal reference number is: (B)(4).